Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller noticed the patient¿s cognition had declined significantly after the patient had the device implanted. Caller said the neuro surgeon said the patient¿s cognition would be fine after a year, but the patient wasn¿t. Patient services asked if any reprogramming had been done, but they said they were always trying different things with the settings. The caller asked about turning the stimulation off. Patient services reviewed if stimulation was off no stimulation would be delivered. Caller was re-directed to follow up with the hcp to discuss turning stimulation off and risks/benefits of removing the device. Caller said the patient¿s mental ability had declined dramatically. Caller said they thought maybe the therapy wasn¿t a good thing for the patient. Caller said the patient¿s iq was close to 180 so the decline was very noticeable. Caller said they thought a little bit of the decline was from the parkinson¿s, but it was like going from 10 to 2. Caller did state the device helped with their parkinson¿s. The patient never had tremors but took away the facial or neck distortion. There were no further complications reported.